Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 598 mg/dl. The customer treated with bolus through insulin pump. Customer's blood glucose value was 428 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on the evening of (B)(6) 2017. Troubleshooting was performed. The product was not returned for analysis.